Event description:
It was reported that this patient presented to the hospital after this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial flutter resulting in two inappropriate inappropriate shocks and inappropriate anti-tachycardia pacing (atp). Device data was sent to rhythmcare for review. Data review determined there were also low amplitudes and noise noted on the shock channel. Rhythmcare then provided troubleshooting and programming options. The ventricular channel was noted to have low amplitudes. This device remains in service. No adverse patient effects were reported.